Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced recurrent low glucose events and rebound hypoglycemia reported at 39 mg/dl after overtreating lows, in the context of a leaking cartridge that prompted aggressive correction adaptation and a subsequent recommendation to perform a factory reset to restart adaptation. Symptoms include headache and confusion/disorientation associated with low blood glucose with rebound elevations after treatment. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included customer interaction, troubleshooting, and patient education, as well as executing a factory reset and re-pairing. Investigation of this case revealed adaptation skewed by a leaking cartridge and patient overtreatment of hypoglycemia, which contributed to recurrent lows and rebound patterns. It was concluded, based on previously established findings for similar reports, that user-related factors combined with device use conditions were the most likely cause.